Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to generate patient studies reports on the iscv imaging system. The device was in use during patient diagnosis.

Manufacturer narrative:
During a follow-up conversation with the customer, they reported that the physician had a difficult time retrieving some cardiac studies for a patient. When the patient expired, there was concern that the studies may have indicated a different treatment and prevented the patient from expiring. After the customer investigated the incident, including an additional review of the studies, it was determined that the information from studies would not have altered the patients¿ treatment or prevented that patients¿ death. The patients' death was unrelated to the difficulty the customer experienced retrieving the patients' studies.